Manufacturer narrative:
E1(site country, event site postal code: (B)(6). It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a maintenance required code #3 and intermittent etfc alarm #53. A getinge field service engineer (fse) evaluated the iabp, and found that the iabp was intermittently giving maintenance required code#03 and intermittently giving etfc #53. The fse tried to calibrate the shuttle, drive and atm transducers; however, still the problem persisted. It was suspected that the front end board and shuttle transducers needed to be replace. To fix the issue, at a later day, the fse confirmed that the replaced parts are front end pcb (d670-00-0668) and,drive transducer (d682-00-0076-01) to fix the issue. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a maintenance required code #3 and intermittent etfc alarm #53. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.